Manufacturer narrative:
Mentor received additional event information that the patient underwent replacement with mentor memorygel breast implant, 475cc on the right (catalog # 3504751bc, right serial # (B)(6)) and 500cc on the left (catalog # 3504751bc, left serial # (B)(6)) on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old philippina female patient underwent a primary breast augmentation with 300cc smooth mentor memorygel breast implants and experienced bilateral capsular contracture postoperatively, baker grade IV on the left and baker grade iii on the right. The patient reported feeling pain in the right breast, and capsular contracture was confirmed by a physician. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020. This medwatch report is for the right-sided implant.